Event description:
Aseptic loosening of femoral component. Lateral porus pad detached. Articular surfaces were smooth and shiny. On pathological examination, submitred tissue was dull to glistening, smooth to rough with grey to red-brown to blackinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: known long term complication of procedure, other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.